Manufacturer narrative:
B5: additional information: an internal blood leak was observed during treatment. The volume of blood loss was approximately 100ml. The blood was not returned to the patient. No symptoms or medical intervention due to blood loss was reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture only showed the product after treatment with the scratched product label and lot information. The reported condition was not verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment using a polyflux dialyzer, the patient experienced an allergic reaction including hypotension and chest tightness. The patient was administered dexamethasone. No additional information is available.